Manufacturer narrative:
The returned driver was evaluated. The tip of the driver was found to be fractured off. The complaint is confirmed. The cause cannot be determined since there is no information regarding the timing and usage of the device when the fracture occurred. There were no manufacturing issues detected which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding device usage.

Event description:
It was reported during an inspection that the driver's strike plate was found to have fractured off and was missing. However, device evaluation by a zimmer biomet personnel found the tip of the driver to be fractured.